Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (1.0 mg/ml at 0.2502 mg/day), bupivacaine (30.0 mg/ml at 7.507 mg/day), and compounded baclofen (200.0 mcg/ml at 50.05 mcg/day) via an implantable pump for malignant pain (spine/back). A device interrogated was performed on (B)(6) 2013, revealing a motor stall on (B)(6) 2013 at 15:28, with a recovery the same date at 16:15. The device diagnosis was pump motor stall. No action was taken. There was no documentation of an MRI, and the cause was unknown. The event was related to the device/therapy, and not related to the implant procedure. The event resolved without sequelae on (B)(6) 2013. There were no reported symptoms. No complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There were no symptoms noted. The cause was not known. The event resolved on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.